Event description:
It was reported that an escape device was to be used in a rigid ureteroscopic lithotripsy procedure. During unpacking, it was found that the tip of the basket was fractured. The basket wires were broken and one wire was completely detached from the device. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a0401 captures the reportable event of basket wire detachment.

Event description:
It was reported that an escape device was to be used in a rigid ureteroscopic lithotripsy procedure. During unpacking, it was found that the tip of the basket was fractured. The basket wires were broken and one wire was completely detached from the device. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name:(B)(6). Block h6: device code a0401 captures the reportable event of basket wire detachment. Upon receipt at our quality assurance laboratory, this escape device underwent a thorough analysis. Visual inspection of the device revealed that one basket wire was broken, with evidence of the use of an electrified instrument or laser. The detached portion was not returned. In addition, there was evidence that the basket wire was melted. The handle returned in good conditions and the device returned with the basket on its opened position. The handle was actuated, and the basket was able to close and open properly. Based on the information available and analysis results, the reported event was confirmed. It is possible to conclude that some operational factors, handling and manipulation, such as interaction with an electrified instrument and/or laser could cause the overheating of the basket wire resulting in the breakage. Therefore, an investigation conclusion code of failure to follow instructions was assigned to this investigation.